Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: in (B)(6) 2009, patient was implanted with a depuy asr hip. Following his surgery, patient began suffering from discomfort and pain in his hip, was taking various medications for pain, had elevated chromium and cobalt levels, and his physician concluded that his asr hip needed to be replaced. In (B)(6) 2010, patient underwent partial revision surgery to remove a portion of his failed asr hip and replace it with another portion.

Event description:
Update rec¿d (B)(4) 2013 ¿ medical records were received. The complaint was updated on (B)(4) 2013. Revision operative report indicates the following: pain; marked amount of scar tissue anteriorly; no ingrowth on acetabular component. Part and lot number for head provided in medical records. Complaint and mdrs updated accordingly.

Manufacturer narrative:
Depuy still considers this investigation closed.